Manufacturer narrative:
The technician replaced the head hi/low down valve to repair the bed.

Event description:
Info received indicates when the hi/low function is raised and the bed is flat, the head end of the bed will slowly drift down.